Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user discovered the infusion set had disconnected from the site while at work, and they experienced difficulty reconnecting the infusion set to the site while using an ilet system with an inset teflon infusion set; they were advised to replace all infusion supplies and monitor blood glucose, with instructions provided on pausing the pump if switching to alternate therapy. Symptoms included hyperglycemia, with a reported blood glucose of 540 mg/dl. Outcomes included no reported injury, hospitalization, or medical intervention beyond troubleshooting. Investigation included user troubleshooting and education regarding a full supply change and monitoring. Investigation of this case revealed that the exact cause of the infusion site disconnection and hyperglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.